Event description:
It was reported that the patient complained of hip pain. X-rays revealed loose cup. Patient revised in 2009. Stripe wear on head and liner. Cup was very loose and one screw was holding cup in. No ingrowth upon removal of cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.